Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. In addition, thoratec corporation has filed an initial report of a recall and correction of the portable vad driver.

Event description:
It was reported that the surgeon wanted to switch a patient from a dual drive console to portable drive. During setup of the portable driver and prior to placing it on the patient the driver would not start. The driver display was working, but the compressor motor was not running. As a result, the driver was not used on the patient, and a backup portable driver was used without incident.